Event description:
New info received stated that the lead was explanted and replaced. The patient is in stable condition.

Event description:
It was reported that right ventricular (rv) exhibited low defib impedance and nsvt demonstrating noise on merlin.net. The patient is in stable condition. No further information is available.